Event description:
It was reported that a black piece broke off the femoral tracker during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed but a root cause for the break could not be determined. Since the device was not repairable, it was not returned to the user facility.

Event description:
It was reported that a black piece broke off the femoral tracker during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.